Event description:
During transperineal implantation of iodine -125 seeds under transrectal ultrasound guidance, a 2 cm portion of the tip of the needle broke off in the right lateral portion of the prostate.